Manufacturer narrative:
Based on the information provided, this case was assessed as serious and reportable, as the event of vascular occlusion would necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler could not be reviewed, as the lot was not number was not available.

Event description:
A health care professional reported that two (2) patient's (unknown age and gender) at another physician's practice received injections of radiesse. Medical history and concomitant medications were not reported for either patient. Cases (B)(4) (2135225-2019-0008) and (B)(4) (this report) are linked, as reporter indicated two separate patients. Case (B)(4) pertains to patient 1 of 2 and case (B)(4) pertains to patient 2 of 2. On an unknown date, each patient was injected to unknown area with unknown dose of radiesse. At an unknown time later, each patient experienced vascular occlusions. Treatment and outcome were unknown and causality was not reported. Lot number was not reported.